Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that, during treatment with a prismaflex m150 set c, water droplets was observed to be continuously coming out from the replacement line connected to the deaeration chamber. There was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
Additional information: adverse event problem and additional MFR narrative. The actual device was not available; however, a photograph of the sample was provided for evaluation. The provided pictures shows a liquid droplet at the level of the y replacement. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.